Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose in 2015 with blood glucose value was 1039 mg/dl. The customer had low blood glucose last night on february(B)(6) 2018 and value was 35 mg/dl. The customer declined troubleshooting for high and low blood glucose. The customer was wearing insulin pump during hospitalization. The outcome of the hospitalization was intravenous and insulin drip. The insulin pump will not be returned for analysis.